Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was concerned their implantable neurostimulator (ins) battery was "going down," because they had been having some "severe symptoms," noting that sometimes over the phone there would be "a lot of voice fluctuation" and people don't understand her. The patient also mentioned that they had times where they experienced symptoms of "attacks of tics" and the deep brain stimulation (dbs) sometimes couldn't stop them and helped symptoms "on and off." They mentioned their hcp told them "the last time they were in seattle" that the ins "only had 3 months." The patient stated their patient programmer (pp) wasn't functioning, so it was not able to be confirmed whether the ins was on. Additional information was received on 2020-04-02. When asked to clarify the report of the ins "going down" and "only having 3 months," and whether the ins was experiencing normal battery depletion, the hcp responded stating "not sure," but the battery voltage was 2.78 on (B)(6) 2019 and the ins was implanted (B)(6) 2015. They used group d case + 3-, case + 11-, "pw 90, rate 160," amplitude 2.5v bilaterally. The cause of the symptoms was stated to not be "clear to" the hcp, "either." They stated they hadn't seen the patient since december 2019. No actions/interventions were stated to have been done by the hcp to resolve the issue and it was unknown by them if the issue had been resolved. The hcp stated the patient did not have elective replacement indicator (eri) when they saw them on (B)(6) 2019. No further information was known by the hcp.